Event description:
The customer reported that during testing on his ih-500 instrument, the ih-com software assigned a positive test result to an antibody screening test while the sample visually looked negative. The sample previously had positive and positive/negative antibody screening results while still being visually negative. Our field service engineer was unable to collect the raw images from the source but screenshots and pictures were provided. Our investigation confirms that there is a texture of agglutinated cells floating in the gel matrix which were interpreted correctly as +/- by the customer's ih-500 instrument. Based on our investigation, we cannot confirm the reported false positive antibody screening test. The abs results were interpreted and validated correctly by the ih-500 instrument and delivered correctly ih-com. Also, we can rule out any manufacturing-related issue or instrument-related issue involved in this case. There were no issues detected with the ih-500 during testing. Also, the ih-com interpretation for this patient is abs considered positive as (+/-) and verified by the lab tech.

Manufacturer narrative:
This is our combined initial and final report on this incident.